Event description:
Caller reported a cartridge alarm had occurred with their pump, specifically cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Although the issue did not occur during the load process, it was noted that the caller had experienced cartridge alarms with consecutive cartridges, despite not having reported previous alarms of this type with the current pump serial number. Technical support confirmed these issues and resolved to replace the pump, which was already out of warranty, and the customer was expecting a replacement from renewals. No further assistance was needed.